Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that the rv defib impedance was steady at approximately 55 ohms through (B)(6) 2015, when it rises out of range (>200 ohms) starting (B)(6) 2015. The alert for out of range subthreshold lead impedances triggered on (B)(6) 2015. Concomitant product: 5592-53 lead, implanted: (B)(6) 2003; 5076-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to a sudden increase in lead impedance on the right ventricular (rv) defibrillator portion of the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and abandoned. The patient is a participant in the post approval clinical surveillance product surveillance registry.